Event description:
It was reported that this healthcare facility noted a decrease in the estimated remaining longevity of this implantable device's battery. Boston scientific technical services was contacted and confirmed that the battery was prematurely depleting. It was recommended to explant and replace the device within 90 days. However, due to the patient's dementia, it was elected to leave the device in situ. At this time, the device remains implanted and no adverse patient effects were reported.